Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. Reportedly, the customer's parents delivered a correction bolus via the pump and administered a manual injection to address bg. The customer reverted to an alternate method of insulin therapy. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.